Event description:
The customer reported that there was a pin stuck in the therapy connector of their device, which prohibits the connection of a defibrillation therapy cable assembly. The pin was broken off from a therapy cable assembly, but it is unknown how the pin broke. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): the customer advised physio-control that they have replaced the therapy connector assembly and then observed proper device operation through functional and performance testing. The device has been returned to service for use. The device will not be returned to physio-control for evaluation. The cause of the broken pin in the therapy connector could not be determined.